Manufacturer narrative:
Pump received with intermittent button response due to corroded keypadtraces. No button error alarm during testing. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clips lot, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 13.6 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.